Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot - device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed complaints database searched: a complaint database search on the provided lot number found 1 additional reports related to implant loosening. Total for lot number: 1 (com-256568) complaints received by cmw in the last 12 months for this issue ¿ by product code: 82 by product family: 136 (49x smartset hv, 87x smartset mv)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at cement to implant interface. A depuy cement was used. Patient was experiencing knee pain and swelling about three months ago. X-rays show a loose tibial component. Tibia was loose at time of implant removal without cement on the back of the tibial component. Doi: (B)(6) 2015, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2020 indicate the patient received a right total knee revision due to pain, swelling, instability and aseptic loosening and subsidence of the tibial component. Upon entering the joint synovitis and scarring was encountered and removed. The tibial component was noted to be grossly loose at the cement to implant interface. Femoral and patella components were left insitu without indication of deficiency. The surgery was completed without indication of complication by the surgeon.